Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to loss of capture (loc) due to fracture detected on x-ray. No additional adverse patient effects were reported.